Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, after the initial fire of the device, there was an opening in the superior aspect of the distal rectum where the staple line dehisced. A complete firing stroke was achieved. Dissected the rectum to the anus and performed a coloanal anastomosis and oversewed with suture. A temporary ileostomy was done to assist healing. Case was extended two hours as a result of this event.